Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("pain: apareunia"), pelvic pain ("pain: pelvic/abdominal"), abdominal pain ("pain: pelvic/abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding: menorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), migraine ("other injuries/symptoms : migraine"), nausea ("other injuries/symptoms: nausea"), tooth disorder ("other injuries/symptoms: dental problems"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injuries/symptoms: hair loss"), headache ("other injuries/symptoms: headaches"), chronic fatigue syndrome ("other: chronic fatigue disorder"), arthralgia ("other: joint pain"), mood altered ("other: mood changes") and cyst ("other: cyst") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salpingo. (Bilateral},other). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, hormone level abnormal, migraine, nausea, tooth disorder, fatigue, gastrointestinal disorder, alopecia, headache, weight increased, chronic fatigue syndrome, arthralgia, mood altered and cyst outcome was unknown and the female sexual dysfunction, pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, chronic fatigue syndrome, cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood altered, nausea, pelvic pain, psychological trauma, tooth disorder, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012 and now (B)(6) 2012. Patient received treatment for apareunia, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), psych injury, migration, perforation: uterus, vaginal infection, hormonal changes, migraine, nausea, dental problems, fatigue, gi conditions, hair loss, headaches, weight gain, chronic fatigue disorder, joint pain, mood changes and cyst. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- case becomes incident. Event injury to herself was removed. New events pain: apareunia, pelvic/abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), psych injury, migration/ perforation: uterus, bladder/urinary problems: vaginal infection, other injuries/symptoms : hormonal changes, migraine, nausea, dental problems , fatigue, gi conditions, hair loss, headaches, weight gain, other: chronic fatigue disorder, joint pain, mood changes and cyst were added. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. New reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration of essure device location of device: protruding into ostia / one coil was migrated and lodged into the side of my uterus.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopause. Concurrent conditions included biopsy endometrium, benign polyp of uterus, adenomyosis, endometriosis, perineal pain, back pain, paratubal cyst, hemostasis and irrigation therapy. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("pain: apareunia"), pelvic pain ("pain: pelvic/abdominal"), abdominal pain ("abdominal pain/abdominal cramping"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), migraine ("other injuries/symptoms : migraine/migraines/headaches"), nausea ("other injuries/symptoms: nausea"), tooth disorder ("other injuries/symptoms: dental problems"), fatigue ("autoimmune disorder type of disorder: chronic fatigue/chronic fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), alopecia ("other injury(ies) or complication please describe: hair loss"), headache ("other injuries/symptoms: headaches"), chronic fatigue syndrome ("autoimmune disorder-type of disorder: chronic fatigue disorder"), arthralgia ("other injury(ies) or complication please describe: joint pain especially in legs"), mood altered ("psychological or psychiatric problems condition: mood changes"), cyst ("other: cyst"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), mood swings ("psychological or psychiatric problems condition: mood swings"), pain in extremity ("legs pain"), pain in jaw ("jaw pain"), vaginal discharge ("vaginal discharge") and constipation ("gastrointestinal or digestive system condition type: constipation") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy with essure removal.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, hormone level abnormal, migraine, nausea, fatigue, gastrointestinal disorder, alopecia, headache, weight increased, chronic fatigue syndrome, mood altered, cyst, vaginal haemorrhage, depression, anxiety, mood swings, pain in jaw, vaginal discharge and constipation outcome was unknown and the female sexual dysfunction, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, tooth disorder, arthralgia and pain in extremity had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, chronic fatigue syndrome, constipation, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood altered, mood swings, nausea, pain in extremity, pain in jaw, pelvic pain, psychological trauma, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012 and now (B)(6) 2012. Patient received treatment for apareunia, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), psych injury, migration, perforation: uterus, vaginal infection, hormonal changes, migraine, nausea, dental problems, fatigue, gi conditions, hair loss, headaches, weight gain, chronic fatigue disorder, joint pain, mood changes and cyst. Tubal ligation. Right essure 4 coils and left essure 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion.. Imaging procedure - on (B)(6) 2012: not provided. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and mr received. New events: "abnormal bleeding (vaginal), depression/anxiety/mood swings, tubal ligation, jaw pain, leg pain, vaginal discharge, constipation", new reporters,medical history, concomitant conditions and drugs lab data added. Outcome of the events joint pain, leg pain, abdominal cramping, dental problems were updated to "recovered / resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.